Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was over 400 mg/dl. The customer also reported that the insulin pump received insulin pump error alarm. The customer performed self test and displacement test and both passed and the customer was able to rewind the insulin pump. The customer's blood glucose level was 135 mg/dl. The insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor error or failed battery test alarm noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.